Manufacturer narrative:
Although requested the product lot number is not available. Therefore, the UDI information is not available. Device was returned and evaluated. Product evaluation results were within specification and met the established criteria and concluded that no product defect was found. Based on all available information, no causal factors can be determined, and no conclusion can be drawn.

Event description:
A distributor reported that a consumer experienced discomfort after wearing two contact lens. They visited a hospital and was diagnosed with keratitis. They were prescribed; tobramycin eye drops, sodium chloride injection, clindamycin hydrochloride injection, dexamethasone sodium phosphate injection, levofloxacin sodium chloride injection, intravenous drip, 1 day, amoxicillin capsules. The consumer is recovering at this time. This report is for the first lens.